Event description:
Dealer called stating that the back rest weld allegedly cracked on the left side. Replacement part under warranty. RMA 860138111 issued for the return of the product to invacare for an inspection / evaluation. No injury alleged.